Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer¿ k2e plus blood collection tube there was a tube extender with molding defects that could be used. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to be deformed."